Event description:
It was reported that during the implant attempt, the physician tested the lead helix prior to insertion. The helix would not extend after 40 rotations, until it suddenly popped out. The physician then attempted to retract the lead, and it suddenly popped back in. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant.